Event description:
It was reported that the lesion was located in the mid left anterior descending (lad) with mild calcification. It was accessed using a balance middleweight (bmw) guide wire. The lesion was pre-dilated with a 2.0 x 12 mm voyager balloon. A vision 2.75 x 12 mm was positioned at the lesion and was attempted to be inflated but the stent delivery system balloon was not inflating. The physician inspected everything, including the indeflator, but did not note any issues. The entire system was retracted and replaced with a multi link 8 3.0 x 15 mm to complete the procedure. There was no adverse patient effect or complications. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) noted contrast in the inflation lumen, which is consistent with preparation for use. There was no visible blood. The undamaged stent implant was stationary between the markers of the tightly folded balloon. An indeflator filled with contrast medium was used in an attempt to inflate the device to the rated burst pressure (rbp); however, it was observed that fluid was leaking out of the shaft 9.8 cm proximal to the proximal balloon seal. There was no report of any leaks or damage noted during preparation for use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. In this case, it is possible that the shaft material was damaged during interactions with accessory devices and / or the reported 90% stenosed, mildly calcified lesion; however this could not be confirmed. There is no evidence to suggest a potential product deficiency. Factors that may contribute to a leak in the shaft include, but are not limited to, manufacturing, handling of the product during preparation for use, and interaction with the lesion, anatomy, guiding catheter, and / or guide wire. To help ensure that this damage is not the result of manufacturing, all dilatation catheters are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify shaft rbp and tensile integrity prior to release. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. Additionally, a review of the complaint handling database for the reported lot revealed no related incidents for this lot. In summary, based on the reported information and this investigation, a conclusive cause for the reported complaint could not be determined; however, there is no indication of a product quality deficiency.